Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved transducer (xdcr) fault alarm, on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
As a resolution, a vyaire field service representative (fsr) went on-site to evaluate the suspected device and found the most likely cause is the main pcb. The fsr ordered and installed the replacement main pcb to complete service visit. Vyaire received the suspected main board but evaluation is not available at this time. Upon completion of a final evaluation, a follow-up report will be submitted.